Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon "implanted a hero graft without incident on (B)(6) 2015. He saw the patient in his office on (B)(6) 2015. I sent a post-implantation follow up email on 08/04/2015. Dr. (B)(6) responded that 'the arterial site was undulated [indurated]' and he has prescribed antibiotics. He asked when the graft could be accessed." Additional information was received on 08/14/2015 that the graft is now "infected and he will have to take it out." This report is filed for product code hero 1001; however, both product codes hero 1001 and hero 1002 will be investigated.

Manufacturer narrative:
According to the report, the surgeon "implanted a hero graft without incident on (B)(6) 2015. He saw the patient in his office on (B)(6) 2015. I sent a post-implantation follow up email on (B)(6) 2015. Dr. (B)(6) responded that 'the arterial site was undulated [indurated]' and he has prescribed antibiotics. He asked when the graft could be accessed." Additional information was received on (B)(6) 2015 that the graft is now "infected and he will have to take it out." This report is filed for product code hero 1001; however, both product codes hero 1001 and hero 1002 will be investigated. Multiple attempts were made to obtain additional information from the surgeon, including operative notes, culture results, and patient history. However, all attempts were unsuccessful. Shipping records were queried for potential lot numbers shipped to the hospital; the query identified lot numbers h15vc007 (hero 1001 venous outflow component) and h15av003 (hero 1002 arterial graft component). The manufacturing records for lots h15vc007 and h15av003 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. The patient had a hero graft implanted on (B)(6) 2015. The patient presented to the physician on (B)(6) 2015 with an arterial site which was described as indurated. The physician prescribed antibiotics and inquired about anticipated time that the graft could be accessed. The surgeon went on to note that the hero graft is now "infected everywhere and will have to take it out." No additional information was provided, including source of site induration, patient medical history, and implant/intervention notes. There was no confirmation of the nature of the infection, whether local or systemic and no cultures were reported. However, the hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. Possible causes of secondary infection include surgical site infection or infection related to cannulation; in this case the graft had not been cannulated and therefore this potential secondary source is ruled out. The specific relationship between the hero graft and the reported arterial site induration and infection cannot be assessed at this time without additional information. The IFU lists infection as a potential complication associated with the use of the hero graft. The IFU provides the following information: "do not use product if package has been damaged, opened, or the use by date has passed, as sterility may be compromised," and "implantation of the hero graft is contraindicated if: the patient has a topical or subcutaneous infection associated with the implantation site; the patient has known or suspected systemic infection, bacteremia, or septicemia. Obtain screen blood cultures to rule out asymptomatic bacteremia prior to hero graft implant for any patient dialyzing on a catheter; treat patient with antibiotics per culture outcome and ensure infection is resolved prior to hero graft implant procedure. Plan for increased bacteremia risk after an ipsilateral hero graft placement or with femoral bridging catheters and treat prophylactically with antibiotics knowing patients are at higher infection risk. Prophylactically treat the patient in the peri-operative period with antibiotics based on the patient's bacteremia history."

Event description:
According to the report, the surgeon "implanted a hero graft without incident on (B)(6) 2015. He saw the patient in his office on (B)(6) 2015. I sent a post-implantation follow up email on (B)(6) 2015. Dr. (B)(6) responded that 'the arterial site was undulated [indurated]' and he has prescribed antibiotics. He asked when the graft could be accessed." Additional information was received on (B)(6) 2015 that the graft is now "infected and he will have to take it out." This report is filed for product code hero 1001; however, both product codes hero 1001 and hero 1002 will be investigated.